Manufacturer narrative:
Follow-up #1: date of submission 03/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the total daily dose adds up correctly and reflects the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter alleged that the time and date were resetting to factory default with battery removal. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose levels of high on the meter (over 600 mg/dl) with increased thirst, nausea, and unspecified ketones occurring 3 or 4 times related to the time and date on the pump resetting to factory default. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.